Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the k-wire was unable to be removed from screw while in the wound.

Manufacturer narrative:
Method: visual inspection; complaint history review; risk assessment; results: the xia precision k-wire was confirmed to be jammed in the es2 integrated blade screw via a visual inspection. There is no evidence of any deformation/damage to the screw that can explain the jam. The manufacturing records for lot# 139396 were reviewed and there were no manufacturing anomalies that could explain the reported product issue. Conclusion: the cause of the k-wire jam is most likely the result of an inadvertent deformation of the k-wire during the surgery, as it can create a small bend that can jam the k-wire.

Event description:
It was reported that the k-wire was unable to be removed from screw while in the wound.